Manufacturer narrative:
It was reported that the device alarmed. Upon inspection, it was noted that "smoke came from the bovie pad site and a strong odor of burning was smelled". It was reported that "bovie pad was removed from the patients thigh. Patient burned badly". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient burned.